Event description:
It was reported that the right ventricular (rv) pacing lead impedance values had increased over time and were reading out of range high. No fracture was observed via chest x-ray (cxr), however, a fracture was presumed to be the cause of the lead impedance issue. The existing device was replaced for other reasons and the new device was programmed according to existing rv lead functionality. The lead functionality issue was resolved. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there were elevated threshold measurements. The rv lead was programmed off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead 2005 (B)(6); addrl1 implantable pulse generator 2013 (B)(6).(B)(4).